Manufacturer narrative:
Mentor received additional event information that the patient did not have capsular contracture. The patient experienced left-sided breast pain and left-sided breast mass, and imaging discovered right-sided breast cyst. As a result, the patient underwent explantation and replacement with 400cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502400, left lot-serial # (B)(6) and right lot-serial # (B)(6) on (B)(6) 2020. This medwatch report is for the left-sided implant. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured and was received in three parts. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 425cc smooth mentor memorygel breast implant experienced left-sided capsular contracture (unknown grade) and left-sided implant rupture post-operatively. The patient experienced pulling and firmness on the left breast, the patient then underwent mammogram/ultrasound and MRI, which indicated left breast implant rupture. Rupture was confirmed via physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.